Event description:
It was reported that the customer experienced an alarm 2 followed by an alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or register as high on the cgm. The customer resolved the issue by changing the trusteel infusion set and cartridge, and subsequently resumed insulin therapy. Cts educated the customer on the importance of changing cartridges every 48 hours and provided guidance on contacting support for recurring occlusion problems, which the customer understood and acknowledged.